Event description:
A 43-year-old female had teflon implants placed in 5/84 due to severe degenerative joint disease of tmj. Over the past few months, has had increased pain and dysfunction. Tomograms showed increase in osseous chains bilaterally, left worse than right. Had implants removed 7/11/94 with immediate reconstructive surgery.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.